Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was unexpectedly found dead on (B)(6) 2025 by a family member. When found, nothing was attached to the cord that comes out of the abdomen. However, no driveline disconnect alarm was seen in the history. The log file showed no external power events on (B)(6) 2025 at 23:40:06. A backup battery fault was also noted that may have been due to no external power to change the battery. The pump was running at this time on the backup battery. On (B)(6) 2025 at 02:09:52 an intentional pump stop occurred due to due to the backup battery being depleted of power. Driveline disconnect alarms were not seen in the history. Additional information was received that the cause of death was unclear. It was also unclear if the death was considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected was not confirmed. The reported events of a full battery depletion and a backup battery fault alarm were confirmed via analysis of the log files. System controller event log files were submitted and downloaded for review and data from the event dates of 27mar2025 ¿ 29mar2025 were reviewed. The log file captured the 14v batteries and the system controller backup battery becoming completely depleted due to extended use, resulting in a pump stop and the system controller powering off. Prior to the batteries becoming depleted, a low voltage advisory alarm first activated on (B)(6) 2025 at 23:38:18 due to the 14v batteries dropping below the low voltage threshold. The 14v batteries were connected to the controller for approximately 23 hours prior to the low voltage advisory alarm activating. After continued use, a low voltage hazard alarm activated on (B)(6) 2025 at 23:38:32. A no external power alarm then activated on (B)(6) 2025 at 23:40:06 due to the 14v batteries becoming depleted, resulting in the system controller backup battery activating to support the system during the loss of external power. During the loss of external power, the log file captured a backup battery fault alarm on (B)(6) 2025 at 23:40:08 due to the v_unable_charge_ebb fault not being active while the backup battery was in use. The alarm resolved on its own and did not affect the battery¿s ability to support the system during the loss of external power. After continued use, the backup battery also became fully depleted resulting in the pump stopping on (B)(6) 2025 at 02:09:52 and the controller powering off on (B)(6) 2025 at 02:12:03. The controller was then powered on again and upon powering on the controller the system controller clock had been reset to the default timestamp of (B)(6) 2000 due to the full battery depletion. Due to the system controller powering off, the exact duration of the pump stop could not be determined from this log file. No other notable alarms were observed during this time span. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect, backup battery fault, low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.